Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the left anterior descending (lad) coronary artery the 2.5 x 28 mm multi-link 8 stent delivery system (sds) was advanced but met resistance with the anatomy and failed to cross the lesion. Stent struts were damaged and the stent was noted to have moved on the balloon, but remains on the balloon. The device was removed without reported issue and a different device used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported flared stent and unstable stent were not confirmed. The stent implant was stationary on the balloon with the distal edge of the stent implant located on the distal edge of the distal marker. The proximal struts were crushed distally and located 1cm distal to the proximal marker. There was no other damage noted to the stent implant. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.